Manufacturer narrative:
The cause of the electrode detachment was due to it not being ultrasonically welded into the handle half.

Event description:
During a head and neck surgery (orl) one branch of the bipolar electrode got detached from the device. There was no patient harm. The surgeon replaced the device with an competitor device.